Event description:
It was reported that the patient was seen for status epilepticus and device diagnostics resulted in high impedance. The device was programmed off and x-rays were taken. X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system. The physician's office did not have any additional relevant information. No known surgical interventions have been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.